Event description:
The user facility reported an 82-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. While on support, the patient's groin was bleeding and manual pressure being held. Patient apparently threw his leg up over night and was moving the impella access site. Groin started oozing at this time. Patient did not have a knee immobilizer. Patient again slightly moved leg after shift change and groin started bleeding heavily. Manual pressure was held and bleeding would stop with manual pressure. Every time manual pressure was released, bleeding would resume. Patients heparin was discontinued, blood and fluids were given. After one hour, still no hemostasis. The physician decided he wanted to remove the pump at this time and trial weaned patient at p2. After two hours, patient clotted and access site maintained hemostasis. The physician still wanted to remove even though hematoma was absent and patient on multiple drips.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation for access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleed was most likely patient movement as bleeding occurred in conjunction with the patient moving. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission. F6/f8-should have been left blank in the initial report.